Event description:
Reportedly, two days after an orthopedic procedure, when changing the dressing, the suture had absorbed and the knots had not held. The wound was resutured and antibiotics were administered. No other information was available.

Manufacturer narrative:
Initial report sent to FDA 6/18/2007.